Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. There was no report of patient injury.